Event description:
It was reported that insulin leaked from the cartridge during setup when the connector was attached to the cartridge before inserting it into the ilet pump, resulting in a cartridge issue attributed to incorrect connector/cartridge deployment; troubleshooting and education were provided and no pump alerts or alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included no impact to patient health or clinical intervention. Investigation included customer interview and in-call troubleshooting. Investigation of this case revealed user setup error that allowed insulin to escape from the cartridge prior to proper connection. It was concluded that the event was due to use error related to the connector attachment sequence, and device function was otherwise normal after correct setup.